Manufacturer narrative:
The product associated with this report remains implanted at this time. Based upon the model number; serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Doctor reported that the device suffered leaked of liquid through the port tube. Device remains implanted and explant surgery is scheduled.